Event description:
It was reported by a physician that a vns patient was currently experiencing multiple seizures. Further information was received from a cardiologist who indicated the patient had several crisis of bradycardia at 40 and vasovagal syncopes. Further information was received from the area representative indicating she went to the hospital and saw the patient. Diagnostic and normal mode test were normal: no high impedance / dcdc converter 2 / eos= no / current output = 1.5 ma / 5' off/ 30" on/ 30 hz and 500 usec. The company representative indicated the current doctors wanted vns off and indicated that the reported seizures were not epileptic but are related to syncope with total loss of consciousness and bradycardia. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.